Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no audio alerts from the dexcom g6 mobile application occurred. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.